Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported downstream occlusion failure which was not reproduced during evaluation. The cause was determined to be an out of specification force sensor. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure on medium setting "which was too high". There was no known patient injury or medical intervention associated with this event. No additional information is available.